Event description:
The consumer stated her tampon came apart upon removal and tampon pieces remained inside of her. She indicated that her period ended on (B)(6) 2012. Over the next few days, she experienced dizziness. On (B)(6) 2012, she urinated and noticed a dime size piece of tampon came out. She plans to visit a doctor to ensure remaining pieces are removed.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.